Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test and self- test. The insulin pump passed all operating currents tested within the specification range and passed off no power test. The insulin pump was tested with no alarm noted. The insulin pump has to reset time and date. In addition, it was received with an unexpected restart alarm after changing battery due to voltage leak on interface board. The insulin pump was received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, cracked on display window, stained end cap sticker and minor scratches on display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received an unexpected restart alarm. The customer's blood glucose was 130 mg/dl at the time of incident. The pump error was not resolved. The insulin pump will be returned for analysis.